Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent an unsuccessful retrieval attempt of the optease filter. The inferior vena cavogram during the procedure demonstrated the outline of the filter projecting outside of the wall of the inferior vena cava. Several attempts were made to retrieve the ivc filter but were unsuccessful. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring. Per the implant records the filter was indicated for pulmonary embolism (pe), deep venous thrombosis (dvt), recurrent pulmonary embolization and a large subtle embolus with hemodynamic compromise. An inferior vena cavagram was performed and the renal veins were identified. The filter was then placed in the inferior vena cava below the renal vein. Completion angiogram was done. The procedure was completed. There were no complications. Approximately four years and two months after the filter was implanted, the patient underwent a percutaneous transvenous inferior vena caval filter removal procedure attempt. It was noted that the filter was no longer needed. Utilizing ultrasound guidance, access to the common femoral vein was obtained, and an inferior vena cavogram was then completed, demonstrating a patent inferior vena cava. However; the outline of the filter projected outside the wall of the inferior vena cava (ivc). No inferior vena caval thrombosis was identified. Several attempts at snaring off the heart of the ivc filter were unsuccessful. The procedure was then discontinued. The medical records revealed a history of back pain, coronary artery disease (cad) with angioplasty hysterectomy, tonsillectomy, pulmonary embolus, deep vein thrombosis (dvt), arthritis, blood clots, angina, osteoporosis, myocardial infarction, depression and sleep apnea. The medical records provided for review mostly contained notes from office visits for prothrombin time testing. Approximately two years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for abdominal pain. The results of the scan noted an optease vena cava filter in placed extending through the caval wall. Of note, extracaval extension had progressed when compared to a previous exam completed three years earlier, and the filter was noted not amenable to endovascular retrieval. Incidental findings included duodenal lipoma and cholelithiasis. The patient also underwent a thyroid ultrasound for a history or thyroid nodules. Results noted at least four solid nodules. About three years after the filter was implanted, the patient underwent a laparoscopic cholecystectomy for cholecystitis.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient underwent an unsuccessful retrieval attempt of the optease filter. According to the implant record the filter was indicated for pulmonary embolism (pe), deep venous thrombosis (dvt), recurrent pe and a large subtle embolus with hemodynamic compromise. An inferior vena cavogram was performed and the renal veins were identified. The filter was then placed in the inferior vena cava below the renal veins. The procedure was completed with no complications. Approximately four years and two months after the filter was implanted, the patient underwent a percutaneous transvenous attempt to remove the filter. It was noted that the filter was no longer needed. Access was made via the left common femoral vein, and an inferior vena cavogram was then completed, demonstrating a patent inferior vena cava. However, the outline of the filter projected outside the wall of the inferior vena cava (ivc). No inferior vena caval thrombosis was identified. Several attempts at snaring off the heart of the ivc filter were unsuccessful. The procedure was then discontinued. The medical records revealed a history of back pain, coronary artery disease (cad) with angioplasty hysterectomy, tonsillectomy, pulmonary embolus, deep vein thrombosis (dvt), arthritis, blood clots, angina, osteoporosis, myocardial infarction, depression and sleep apnea. Approximately two years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for abdominal pain. The results of the scan noted an optease vena cava filter in placed extending through the caval wall. Of note, extracaval extension had progressed when compared to a previous exam completed three years earlier, and the filter was noted not amenable to endovascular retrieval. Incidental findings included duodenal lipoma and cholelithiasis. Approximately four months later a cholecystectomy was performed. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. Pain does not represent a device malfunction and may be related to underlying patient specific issues, as in this case the patient underwent a cholecystectomy after the CT scan was performed for abdominal pain. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient underwent an unsuccessful retrieval attempt of the optease filter. According to the implant record the filter was indicated for pulmonary embolism (pe), deep venous thrombosis (dvt), recurrent pe and a large subtle embolus with hemodynamic compromise. An inferior vena cavogram was performed and the renal veins were identified. The filter was then placed in the inferior vena cava below the renal veins. The procedure was completed with no complications. Approximately four years and two months after the filter was implanted, the patient underwent a percutaneous transvenous attempt to remove the filter. It was noted that the filter was no longer needed. Access was made via the left common femoral vein, and an inferior vena cavogram was then completed, demonstrating a patent inferior vena cava. However, the outline of the filter projected outside the wall of the inferior vena cava (ivc). No inferior vena caval thrombosis was identified. Several attempts at snaring off the heart of the ivc filter were unsuccessful. The procedure was then discontinued. The medical records revealed a history of back pain, coronary artery disease (cad) with angioplasty hysterectomy, tonsillectomy, pulmonary embolus, deep vein thrombosis (dvt), arthritis, blood clots, angina, osteoporosis, myocardial infarction, depression, fibromyalgia, heart palpitations, degenerative disc disease, bulging discs and sleep apnea. Approximately two years and eight months post implant, the patient underwent an abdominal computerized tomography (CT) scan for abdominal pain. The results of the scan noted an optease vena cava filter in placed extending through the caval wall. Of note, extracaval extension had progressed when compared to a previous exam completed three years earlier, and the filter was noted not amenable to endovascular retrieval. About three years and six months post implant the patient underwent a myocardial perfusion scan; the results noted no evidence of stress induced ischemia. About two months after the scan an abdominal x-ray was completed for ivc filter evaluation. Results noted that the filter was seen at the periphery of the study-lateral projection only. Approximately four years post implant the patient underwent an ultrasound of the right lower extremity performed for complaints of pain, no dvt was identified. The patient was treated for sinusitis a total of six times post filter implant. Approximately three years and eleven months post implant, the patient had an office visit for an itchy painful lesion on top of the scalp and was diagnosed with shingles and prescribed valtrex. About four years post implant, the patient underwent a magnetic resonance imaging (MRI) of the lumbar and thoracic spine for bilateral upper and lower extremity pain, numbness and tingling. Results noted degenerative changes at l2-3 and l3-4, neural foraminal stenosis at l5-s1. S-shaped scoliosis of the thoracolumbar spine, endplate changes at l2/l3 and l3/l4, moderate right sided foraminal narrowing at t2/t3 and t3/t4. An MRI of the cervical spine for neck pain was also completed with a history of a fusion. Results noted postoperative changes of c4-6 and decompression of c3-c5 and accelerated degenerative changes at the c3-4 and c6-7 levels resulting in mild central canal narrowing. An MRI of the right upper joint was also indicated for pain. Results noted rotator cuff tendinopathy with small linear undersurface partial thickness tear. About four months later, the patient had another office visit for chest pain in the location of the ivc filter and reported being anxious when having these episodes of chest pain. The patient was prescribed ativan for anxiety and referred to orthopedics for torn rotator cuff. Approximately a month later, the patient was evaluated for right facial droop. An MRI of the brain was performed, and no acute abnormalities were seen. About four months later, the medical records revealed that the patient was seen for high blood pressure readings, the patient was instructed to take and record readings three times a day and be seen the following week. The follow-up visit for high blood pressure readings, reported that the readings were no longer elevated and an adjustment to antidepressant medications was made due to feeling fatigued. About three weeks later, the patient had another office visit for a urinary tract infection and was started on antibiotics. About thirty days later, the patient had another office visit for complaints of an itchy scalp and was diagnosed with seborrheic dermatitis and prescribed a topical shampoo. Two months later, the patient was seen for left ear pain, and was diagnosed with bullous myringitis and prescribed antibiotics. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. Pain does not represent a device malfunction and may be related to underlying patient specific issues, as in this case the patient underwent a cholecystectomy after the CT scan was performed for abdominal pain. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The medical records revealed a history of back pain, coronary artery disease (cad) with angioplasty hysterectomy, tonsillectomy, pulmonary embolus, deep vein thrombosis (dvt), arthritis, blood clots, angina, osteoporosis, myocardial infarction, depression, fibromyalgia, heart palpitations, degenerative disc disease, bulging disc, degenerative arthritis, angina and sleep apnea. About three years and six months after the filter was implanted the patient underwent a myocardial perfusion scan; the results noted no evidence of stress induced ischemia. About two months after the scan an abdominal x-ray was completed for ivc filter evaluation. Results noted that the filter was seen at the periphery of the study-lateral projection only. The patient was also seen in the office for sinusitis a total of six times between three to five years post implant and was prescribed antibiotics. Approximately three years and eleven months post implant, the patient had an office visit for an itchy painful lesion on top of the scalp and was diagnosed with shingles and prescribed valtrex. About two months later, the patient underwent an ultrasound of the right lower extremity performed for complaints of pain, no dvt was identified. About four years after the filter was implanted, the patient underwent a magnetic resonance imaging (MRI) of the lumbar and thoracic spine for bilateral upper and lower extremity pain, numbness and tingling. Results noted degenerative changes at l2-3 and l3-4 associated with axial back pain, neural foraminal stenosis at l5-s1 on the left which could impinge the exiting l5 nerve root. Thoracic read: s-shaped scoliosis of the thoracolumbar spine, endplate changes at l2/l3 and l3/l4 which could contribute to axial low back pain. Moderate right sided foraminal narrowing at t2/t3 and t3/t4. An MRI of the cervical spine for neck pain was also completed with a history of a fusion. Results noted postoperative changes of c4-6 and decompression of c3-c5 and accelerated degenerative changes at the c3-4 and c6-7 levels resulting in mild central canal narrowing. An MRI of the right upper joint was also indicated for pain. Results noted rotator cuff tendinopathy with small linear undersurface partial thickness tear. About four months later, the patient had another office visit for chest pain in the location of the ivc filter and reported being anxious when having these episodes of chest pain. The patient was prescribed ativan for anxiety and referred to orthopedics for torn rotator cuff. Approximately a month later, the patient was evaluated for right facial droop. An MRI of the brain was performed, and no acute abnormalities were seen. About four months later, the medical records revealed that the patient was seen for high blood pressure readings, the patient was instructed to take and record readings three times a day and be seen the following week. The follow-up visit for high blood pressure readings, reported that the readings were no longer elevated and an adjustment to antidepressant medications was made due to feeling fatigued. About three weeks later, the patient had another office visit for a urinary tract infection and was started on antibiotics. About thirty days later, the patient had another office visit for complaints of an itchy scalp and was diagnosed with seborrheic dermatitis and prescribed a topical shampoo. Two months later, the patient was seen for left ear pain, and was diagnosed with bullous myringitis and prescribed antibiotics.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent an unsuccessful retrieval attempt of the optease filter. The inferior vena cavogram during the procedure demonstrated the outline of the filter projecting outside of the wall of the inferior vena cava. Several attempts were made to retrieve the inferior vena cava (ivc) filter but were unsuccessful. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring. Per the implant records the filter was indicated for pulmonary embolism (pe), deep venous thrombosis (dvt), recurrent pulmonary embolization and a large subtle embolus with hemodynamic compromise. An inferior vena cavagram was performed and the renal veins were identified. The filter was then placed in the inferior vena cava below the renal vein. Completion angiogram was done. The procedure was completed. There were no complications. Approximately four years and two months after the filter was implanted, the patient underwent a percutaneous transvenous inferior vena caval filter removal procedure attempt. It was noted that that the filter was no longer needed. Utilizing ultrasound guidance, access to the common femoral vein was obtained, and an inferior vena cavogram was then completed, demonstrating a patent inferior vena cava. However; the outline of the filter projected outside the wall of the inferior vena cava. No inferior vena caval thrombosis was identified. Several attempts at snaring off the heart of the ivc filter were unsuccessful. The procedure was then discontinued.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient underwent an unsuccessful retrieval attempt of the optease filter. An inferior vena cavogram performed during the procedure demonstrated the outline of the filter projecting outside of the wall of the inferior vena cava. Several attempts were made to retrieve the ivc filter but were unsuccessful. According to the implant record the filter was indicated for pulmonary embolism (pe), deep venous thrombosis (dvt), recurrent pulmonary embolization and a large subtle embolus with hemodynamic compromise. An inferior vena cavagram was performed and the renal veins were identified. The filter was then placed in the inferior vena cava below the renal vein. Completion angiogram was done. The procedure was completed. There were no complications. Approximately four years and two months after the filter was implanted, the patient underwent a percutaneous transvenous attempt to remove the filter. It was noted that that the filter was no longer needed. Ultrasound guidance was used to access to the common femoral vein, and an inferior vena cavogram was then completed, demonstrating a patent inferior vena cava. However, the outline of the filter projected outside the wall of the inferior vena cava (ivc). No inferior vena caval thrombosis was identified. Several attempts at snaring off the heart of the ivc filter were unsuccessful. The procedure was then discontinued. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The inferior vena cavogram during the procedure demonstrated the outline of the filter projecting outside of the wall of the inferior vena cava (ivc). More than four years after insertion of the filter, several attempts were made to retrieve the ivc filter but were unsuccessful. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The legal brief also mentioned possible perforation of the ivc. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent an unsuccessful retrieval attempt of the optease filter. The inferior vena cavogram during the procedure demonstrated the outline of the filter projecting outside of the wall of the inferior vena cava. Several attempts were made to retrieve the ivc filter but were unsuccessful. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring.